Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: one sample of device was received for evaluation. A visual inspection was performed and it was observed all the components are assembled properly at the tube. An inflation/deflation test was performed and it was observed the cuff held the air, the sample was left inflated 2 hours and no failure mode was observed. Therefore, no failure mode was observed in the received sample since met with the product specifications and no corrective actions are required. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the cuff did not inflate during cuff check. There was no patient involvement.